Event description:
We have had numerous cases of heparin flush syringes by bd pharmaceuticals that contained 10 ml of heparin instead of 5 ml. The product is 50 usp units/5 ml, 5 ml single use syringe. Unfortunately, I have contacted the manufacturer a total of 3 times: left a message on their product defect line, sent them an e-mail to their product defect line, called a third time to complain that no one was getting back to me but all they said is either use their e-mail or voicemail. They did not give me any other options. The manufacturer has been unresponsive in trying to rectify this issue. They are all the same lot # of 507711n.